Event description:
A home patient (hp) contacted baxter's (B)(4) regarding a system error 2240 alarm that occurred on the home choice (hc) during dwell 4. The technical service representative (tsr) assisted the hp to clear the error and advised the hp that se 2240 indicates a large amount of air has entered setup. On (B)(6) 2010 (B)(4) spoke with the hp's nurse who stated she was unaware of the event and no adverse events had been reported. On (B)(6) 2010 (B)(4) also contacted the hp who stated nothing unusual was noticed with the supplies and using new supplies resolved the alarm. No patient injury or medical intervention was reported.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. It was also reported the display flickers. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.